Event description:
It was reported by remote transmission the atrial lead had intermittent under sensing during atrial fibrillation. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) 2012 (B)(6); (B)(4) annuloplasty ring 2013 (B)(6). (B)(4).